Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxcontrol vascular closure device (vcd) was out of the skin. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.